Event description:
The customer reported an e-nmt module being used with an electrosensor provided inaccurate values. No patient injury occurred.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted once the investigation has been completed.

Manufacturer narrative:
The faulty e-nmt-01 module was replaced in december 2014 with a new e-nmt-01 module. The faulty e-nmt-01 module was received with the description of "the module shows incorrect values". The faulty e-nmt-01 module is addressed with recall number z-1640-2014. The reported issue of e-nmt-01 module showing incorrect values with electrosensor is a known issue.